Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter personnel, a colleague infusion pump was found to have a battery icon remaining lit after the pump was plugged in and turned on. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.